Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
It was reported that the device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on may 31, 2022.